Event description:
Boston scientific rec'd information that a subcutaneous erosion of this pocket was observed. The revision procedure was performed and the pocket was drained and cultured. No adverse pt effects were reported.

Manufacturer narrative:
Method: review of manufacturing records was performed. Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.